Event description:
Technician alleged that the bed was sliding while in brake mode.

Manufacturer narrative:
Technician found a wax/dirt build up on the casters' wheel. Technician was unable to clean the build up off of the caster wheel. Technician also found some cracking on the rubber of the caster wheel. Technician replaced the brake steer caster and brake casters to resolve the issue.